Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was 400 mg/dl. Customer declined follow up from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.